Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not release the clips completely, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier associated with this complaint and confirmed the customer reported complaint "the jaw wouldn't release the clip completely." Failure analysis found the primary failure of instrument grips bent severely to be related to the customer-reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint regarding the jaws would not release the clips completely was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that while the surgeon was using the medium-large clip applier, the jaw wouldn't release the clip completely. The issue happened 2-3 times before changing the instrument. The procedure outcome is unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.